Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s tubing had a leak. The exact location of the leak had not been determined. The tubing had become disconnected from the patient. The event occurred while in use with the patient and there was no patient injury.